Event description:
It was reported that a patient underwent a sling procedure. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient had a sling implanted for stress urinary incontinence on (B)(6) 2007 and had the following procedures concurrently: anterior repair, posterior repair, enterocele closure and cystoscopy. The sling was removed due to vaginal pain, dyspareunia and increased incontinence in (B)(6) 2010.